Manufacturer narrative:
(B)(6). Please note that the concomitant products: crossover sheath cook 6 fr. 45 cm; standard emerald j-tip wire . Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Per bmt dhr16-031: device history record review of finished good lot 37106, bmt reviewed the finished device traveler bmt-s37106f, the subassembly system traveler bmt-s36485c and all travelers associated with the finished device. All the required inspections were performed within each traveler guidelines and the testing results complied with the specifications provided. The travelers did not indicate deviations or unusual findings. Since no deviations or unusual findings were identified, no corrective/preventative actions are required. Bmt concludes subassembly system lot bmt-s36485c, finished good lot 37106 was manufactured in accordance with bmt's quality requirements and customer's specifications. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional endovascular procedure the 120 cm. Smart flex 6 x 200 vas stent could only be deployed seventy percent (70%) and then stopped. Strong force was required to pull out the whole system. The outer shaft broke from the tuohy borst adapter. The whole system including the crossover sheath was pulled out of the patient. The physician had to restart the intervention. A new 6 x 200 stent was used without any problems. There was no reported patient injury. The indication for the procedure was an occlusion of the afs from the origin to hunter. The approach for the procedure was a crossover. The product will be returned for inspection. Additional information has been requested. Addendum: the product was received. Preliminary comments indicated that the device was received in two pieces and the stent was deployed eight (8) cm.

Manufacturer narrative:
During an interventional endovascular procedure the 120 cm. Smart flex 6 x 200 vas stent could only be deployed seventy percent (70%) and then stopped. Strong force was required to pull out the whole system. The outer shaft broke from the tuohy borst adapter. The whole system including the crossover sheath was pulled out of the patient. The physician had to restart the intervention. A new 6 x 200 stent was used without any problems. There was no reported patient injury. The indication for the procedure was an occlusion of the superior femoral artery from the origin to hunter. The approach for the procedure was a crossover. Additional information has been requested. The product was returned for analysis. A non-sterile unit of smart flex 6x200 vas, 120cm stent delivery system (sds) was returned. Per visual analysis the catheter was received inside of an unknown sheath introducer. The hypotube was already separated from outer and inner member. The stent was partially deployed. The device was returned in two pieces with the hemostasis valve, detached from the outer sheath, on the section with only the pusher shaft. The system was kinked at approximately 83 mm from the proximal end of the braided tubing and this region of outer sheath showed signs of strain. A second kink was observed on the guidewire lumen at approximately 96 mm from the proximal end of the distal tip component. In addition to the tubing damage throughout the system, the pusher shaft was observed to be bent. This type of bend to the pusher shaft is consistent with excessive force used during an attempt to deploy. The kink observed on the guidewire lumen at approximately 96 mm from the distal tip was further examined. There were no further kinks on the outer sheath tubing apart from the one on the proximal end. Therefore the kink on the guidewire lumen most likely occurred during shipment for analysis. The kink observed on the braided tubing at approximately 83 mm form the proximal end of the tube was also further examined. This kink appeared to be of a strain to the tubing from excessive forces when retracting the outer sheath during deployment. The outer sheath appears to have been stretched as opposed to kinked. The tubing was sliced open to visually inspect the inner surface in the location of strain. The inner surface of the outer sheath showed minor damage consistent with being part of the kink/strain. Per microscopic analysis the hypotube was inspected and the inner member portion was observed in the hypotube. The correct amount of uv adhesive was observed in the female luer (11-16mm from proximal end of luer), as per specification. The heat shrink was also fully shrunk to the luer, but had been detached from the outer sheath. The bond region of the outer sheath was microscopically analyzed and found to have adhesive residue at the bond location typical of a preexisting bond. There were no kinks, bends, overlap of struts, or any other damage visible on the stent. Per dimensional analysis the length of the stent crimped inside the outer sheath vs the length of the stent partially deployed were measured. The partially deployed portion of the stent was approximately 89 mm and the crimped portion of the stent was approximately 127 mm. The average crimp length of a 6x200 mm stent in the outer sheath is 238 mm to 240 mm. Therefore, for every 1 mm of expanded stent results in approximately 1.2 mm of crimped stent. From the analysis, 89 mm deployed (expanded) is approximately equivalent to 107 mm crimped, which generates a total of 234 mm (127 mm +107 mm) for the crimp length of the stent as received. The calculated crimp length is less than the average expected crimp length of a 6 x 200 mm stent in the outer sheath by 4 mm to 6 mm. The stent was then deployed and reached a force of 2.99 lbf (pounds of force) for deployment. The stent was then inspected again with no observed damage to the stent features. In conclusion, due to the difference in calculated crimp length vs expected crimp length the stent was compressed during the attempted deployment by approximately 4 mm to 6 mm. A device history record (DHR) review of lot 37106 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment (peripheral)¿, ¿stent delivery system (sds) withdrawal difficulty - (peripheral)¿ and ¿outer sheath separated-in patient¿ were confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the limited information available for review the damages present on the sds such as the kink on the braided tubing appeared to be a strain caused by the application of excessive force and in conjunction with the compression of the stent found during dimensional analysis and damage to the pusher shaft indicate that procedural or handling factors may have contributed to the event. According to the instructions for use ¿carefully inspect the sterile package and device prior to use. Do not use if it appears damaged. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or lumen. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device. Introduce the stent delivery system. Advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. A risk assessment has been opened to further investigate this issue.